Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint and revealed a capacitor leak. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board. There was no patient harm or a serious injury as a result of this incident.